Manufacturer narrative:
(Type of investigation), corrected fields: (catalog #, unique identifier (UDI) #), g4 (PMA/510(k).

Event description:
It was reported that before use, the information displayed in the screen of the cs300 intra-aortic balloon pump (iabp) was illegible due to horizontal lines. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported problem. The stm cleaned and reset internal and external display connectors which corrected lines in screens. Unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that before use, the information displayed in the screen of the cs100 intra-aortic balloon pump (iabp) was illegible due to horizontal lines. There was no patient involvement, and no adverse event reported.